Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred when disconnecting from the patient line at the end of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b1, b2, b5, h1, h6 and h11. B5: upon follow up information, it was reported the patient experienced peritonitis, "one week after the reported date of event". The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with vancomycin for peritonitis. At the time of this report, the patient was reported to be "feeling better". Action with pd therapy was not reported. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded and not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.